Event description:
It was reported the sheath was not connected to the luer lock during filter deployment, which resulted in lower than anticipated filter placement. Another filter was successfully placed without pt complications. This device remains implanted. Therefore, no failure analysis will be available. Co's directions for use outline appropriate placement procedures. As it was indicated the sheath was not connected to the luer lock during filter deployment, co believes user technique may have contributed to this event. However, co is unable to determine the exact cause for this event. Co directions for use state: "caution: to avoid premature ejection of the filter into the sheath, it is essential that the sheath be fully retracted onto the introducer catheter and locked to the handle. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pulmonary embolism.